Event description:
It was reported that the device was not working. It was not initiating the firing sequences. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch #u5c66v. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage and with no reload present. During further evaluation, the device was noted to be non functional. In order to evaluate the condition of the internal components the device was disassembled. Upon disassembling, evidences of corrosion were noted on the motor. No functional testing could be performed due to the returned condition of the motor. One possible cause for this condition may be the exposure of cleaning solution. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.